Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a product surveillance registry (psr) regarding a patient who was receiving morphine 10.0 mg/ml at 4.199 mg/day, bupivacaine 30.0 mg/ml at 12.596 mg/day, and clonidine 200.0 mcg/ml at 83.97 mcg/day via an implantable pump. It was reported a patient experienced a clinical diagnosis of opioid side effects. On (B)(6) 2014, the patient presented to the emergency department with altered mental status secondary to likely opioid overdose. Narcan was administered and other opioids held. A magnet was placed over the pump for 48 hours. The patient obtunded when the magnet was removed. A magnet was again placed over the pump. The magnet was again removed on (B)(6) 2014 and the patient recovered without sequelae. The event required in-patient or prolonged hospitalization. The event was possibly related to the device or therapy, and possibly related to the intrathecal medication (morphine). The programming date from the most recent refill prior to the event was (B)(6) 2014. Drug action that caused event: no change in drug. The symptoms were secondary to sepsis and/or opioids. The cause of the likely opioid overdose/ sepsis was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.